Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this left bundle branch (lbb) positioned brady lead exhibited intermittent loss of capture (loc). This patient underwent a revision procedure in which this lead was explanted and replaced with a different rv lead. A micro dislodgement was suspected to be the cause of loc. No additional adverse patient effects were reported.

Manufacturer narrative:
This lead was returned to our post market quality assurance laboratory with the helix mechanism in a retracted position. Visual inspection found dried blood/tissue around the helix. Subsequent testing did not identify any product abnormalities that may have caused or contributed to the reported clinical observations. Laboratory analysis was unable to conclusively determine the root cause of the reported helix extension/retraction problems.

Event description:
It was reported that this left bundle branch (lbb) positioned brady lead exhibited intermittent loss of capture (loc). This patient underwent a revision procedure in which this lead was explanted and replaced with a different rv lead. A micro dislodgement was suspected to be the cause of loc. No additional adverse patient effects were reported.